Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient experienced scar located at the naval side, each side, located where the sensor was inserted. When the patient took it off, it was itchy and there was a bump. The patient stated that it looked like "when you press down a long period of time it leaves an impression" where the sensor was. The patient reportedly washed the scar 3 to four times a day with soap and water, no ointment was applied. The patient reportedly did not want to provide further details. Additionally, the documentation describes the skin reaction as having rash, redness, inflammation, and pimples. At the time of the report, the patient was doing well and was healed and fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).